Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was visually inspected and underwent leak testing. The cylinder had wear at a fold in proximal end. Besides that, the cylinder also had broken fabric threads and fluid leakage due to a hole in the inner proximal end consistent with sharp instrument damage caused during the explant procedure. Fluid loss was not identified in the cylinder connecting tube, and no visual damages nor abnormalities were found in the rear tip extenders (rte). In addition, the pump was visually inspected and underwent leak testing. The pump tubing was cut down to the block and it was not returned for analysis. The pump passed leak and functional testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.